Event description:
It was reported that the detector head of dst xli system contacted the head of the pt during a whole body dynamic exam, resulting in injuries. According to the facility, the detector head did not slow down as expected as it approached the pt. The technician attempted to press the emergency stop button located at the console with a single finger but was unable to. The pt sustained a broken nose, broken front teeth, fracture to the rear of the skull, and a cut on the forehead that required 4 stitches.

Manufacturer narrative:
The system was tested onsite by ge engineering, but the reported movement of the detector head was not reproduced. It was found during the investigation, that the emergency stop in question was defective in that it required excessive force to actuate; this button was subsequently replaced. The system includes a total of 6 emergency stop buttons as part of its safety features that are all accessible to the user. Further investigation revealed that the safety pad was not used during the pt scan. This prevented the detector head from stopping upon contact with the pt. It was found that the site technician falsely acknowledged a non-patient procedure on the user console three times before proceeding with a pt scan without the safety pads on the detector. Engineering confirmed that injury would have been prevented had the safety pad been used during the scan. The operator manual informs the user that safety pads are to be used for all acquisitions. Before each acquisition, the operator is prompted by the system to test the safety pads and ensure that the connections are correct. In addition, the operator console provides warning messages that the operator must acknowledge before proceeding with the scan without the safety pads. The message warns that the safety pads are not in place and reminds the user that only none-patient use of the system is to be conducted in this type of condition. Additional investigation is ongoing.